Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. The associated investigation determined that this device exhibited intermittent impedance measurements with no conclusive evidence of a malfunction or inadequate lead-to-device connection; please refer to the description for more information regarding the specific circumstances of this event.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD), implanted with another manufacturer's lead, exhibited high out of range right ventricular (rv) pace impedance measurements. It was suspected the high measurements were due to lead contact in the device header. No adverse patient effects were reported.